Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount (medication, programmed amount and delivery rate unknown) during therapy. The customer reported that the device was tested in the biomed shop and it passed all preventative maintenance testing with no problems. The set that was used with the device has part number 2c8519. It was also reported there was no patient injury.